Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While assembling the tc3 implants, the femoral aug plug puller would not engage the plugs. The instrument was also dull. Also, the femoral/tibial wrench would not engage the implants to tighten the stem attachments and it was noticed that this instrument was also dull. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. After visual examination, the allegation was confirmed. The wrench locking tip presented a considerable worn condition. The tab on the tip was rounded by the wear out diminishing capacity to secure stem in clamping operation. The clamp was loose and will not be able to perform the stem's tightening. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.